Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alarm low battery prior to the replace battery now alarm. It was the second occurrence of a replace battery now without a low battery warning. Customer's blood glucose level was 188 mg/dl. The insulin pump alarmed failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis.